Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and body fluid in the helix housing region. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The patient was hospitalized and the lead was explanted as result. The rv lead was removed and replaced with an alternate. No additional adverse patient effects were reported.